Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system due to infection. No additional adverse patient effects were reported. This pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental is being filed to correct the entry in b5: describe event or problem, h6: patient code and patient code description.

Event description:
It was reported that this pacemaker was part of a system due to infection. No additional adverse patient effects were reported. This pacemaker was explanted. It was reported that this pacemaker was part of a system revision due to infection. No additional adverse patient effects were reported. This pacemaker was explanted.